Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.

Event description:
Caller states, the patient tested 2.2 inr on coaguchek system 1 and 3.0 inr on coaguchek system 2. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.